Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. It is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported leak difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure the guide wire accessory kit with copilot is failing in controlling the bleedback [leak]. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of procedure estimated to (B)(6) 2024 d4: a partial UDI was provided as the lot number is not known.